Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that 85-year-old male patient was placed on cp support for a high-risk cardiac procedure. The cp was placed via the 14fr sheath. The first longer 14 kinked with the tortuous and calcified anatomy. The team then placed instead the shorter 14 and support placed. The pump supported until explant.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the introducer damage - mechanical was most likely a sheath kink as a result of the patient's anatomy. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-28544 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-28544 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-28544 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number 1220648-2025-28544 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-28544 was submitted in accordance with updated procedures. Since the initial manufacturer device report number 1220648-2025-28544 was submitted in accordance with updated procedures.